Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 04/04/2022, a distributor of infutronix reported a complaint on behalf of an end user: "the admin set was broken at the distal end of the cassette no other information given." The event occured during infusion. Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).